Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged ar-3380-0402 batch 1271505 was received for evaluation. Visual evaluation noted that the stopcock was detached from the sheath at the weld point. Significant signs of wear were noted. A functional test cannot be performed as the device was received broken. The most likely cause of the reported failure is instrument wear and tear. Manufacturing date 2013. The complaint allegation was confirmed. Refer to the investigation pictures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by a facility representative via (B)(4) that an ar-3380-0402 bridge f/sealed cann inflow/outflow piece broke. This was discovered during the case with no patient harm.